Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported patient experienced blood glucose level of 31.2 mmol/l (562 mg/dl). The patient removed the pod and observed the cannula was bent. The hyperglycemia was treated with a new pod and by administering 2 units of insulin with a pen. The pod was worn between 1 and 4 hours on the arm.

Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though two bends were noted on the exposed portion of the soft cannula. It could not be determined when these bends occurred, and the cause of the reported high blood glucose levels could not be conclusively determined.